Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a an unexpected restart and a keypad anomaly. The customer¿s blood glucose was unknown the time of incident. Customer stated that the insulin pump had a recurring unexpected restart during normal use and did not occur shortly after inserting a new battery. Customer also reported that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose event and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, displacement test and unexpected restart error test. All buttons functioning properly. However, found corroded keypad traces during visual inspection. The keypad connector on lcd is locked properly during visual inspection. No unexpected restart alarm noted during the testing.